Manufacturer narrative:
The product was not received by the manufacturer. Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 7 years after the dental implant was placed in ada site 13 in the mouth, the implant lost osseointegration. In type ii bone. There were no reported complications.

Manufacturer narrative:
The product was not received by the manufacturer. Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 7 years after the dental implant was placed in ada site 13 in the mouth, the implant lost osseointegration. In type ii bone. There were no reported complications. (B)(4).